Event description:
Pt is requesting new pump with order because the back keeps falling off and they tape it shut during infusion. Lot and expiration date unk. No further info reported. Solicited call. Unk if device is still on hand in case a return is requested. No missed doses or adverse events reported. Reported to cvs/caremark by pt/caregiver.